Manufacturer narrative:
Please retract this MDR 2938836-2016-23271. New information received indicates that this event was a competitor lead issue and that the device had no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was noted that no measurement was showing when measuring data for the svc-can and rv-svc vectors as well as therapies. A connection issue was suspected. Programming changes were recommended.